Event description:
It was reported that the patient experienced torsades de pointes noted by the clinician on the external monitor, weakness, dizziness, near syncope, and syncope. The transmission report was reviewed and it was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate, non-sustained episodes and short ventricular intervals. It was also noted that the rv lead exhibited intermittent undersensing and oversensing noted on stored electrograms (egm). Additionally, it was reported that the right atrial (ra) lead exhibited intermittent undersensing resulting in inappropriate atrial pacing and possible false termination of atrial tachycardia/atrial fibrillation (at/af) events in progress. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.